Event description:
It was reported to ventec that the device's breath rate was not as expected. The initial reporter, a respiratory therapist (rt), advised that the patient said he felt like the ventilator was "pulsing" when using it. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
Ventec provided the initial reporter, a respiratory therapist (rt), with technical and clinical assistance. Ventec advised the rt that if the device is being used with a one-way valve in the humidifier bypass, that it may be sticking and preventing the valve from moving freely causing the flutter movement being felt by the patient. Ventec advised letting it run for a bit, but if it does not correct itself then the valve should be replaced. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.